Event description:
Additional information received from the manufacturer representative reported that it was unknown if the inadequate pain coverage with stimulation had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient was not receiving adequate coverage of pain with stimulation. An impedance check was performed, and four contacts were registering with high impedances. The manufacturer representative programmed around this area of the lead and the patient was getting some stimulation in their left leg where they need it, but anywhere else on the lead they were receiving rib stimulation. It was unknown if the reprogramming resolved the patient's stimulation issues.

Event description:
Additional information received from the consumer reported that the inadequate pain coverage had not been resolved with reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.